Event description:
In 2007, at 11am, trained PICC nurse was attempting to place PICC line in the right arm of pt. A second trained PICC nurse was asked to assist. The PICC line was not able to be advanced. The physician was notified. At 1555, an order was put in for PICC under fluoroscopy guidance. On the following day at 8am, the procedure was performed at the hosp radiology dept. Preliminary imaging of the chest showed evidence of a broken wire within the right subclavian vein, separate from the proximal tip of the rt arm PICC line. Consent for removal was obtained. No change in pt's v/s or condition during or after the insertion on the original date. The broken piece of wire was retrieved following the procedure in radiology on the following day. The other pieces of the PICC line following the insertion on original date, were discarded on the same day. Policy and procedures are being reviewed. PICC line lot # has been removed from hosp supply for use at this time.